Event description:
It was reported that the customer had a high blood glucose level of 500 mg/dl. Customer's blood glucose levels have been going up lately. Customer has symptoms including having trouble focusing, extreme fatigue, cramps on toes and hands, minor soreness, irritability, dry mouth, frequent urination and thirst, and blurry vision. Customer did not contact their health care professional for their high blood glucose levels. Customer stated that they have a back-up plan of insulin pens. Troubleshooting was performed and insulin did exit the tubing. Pump passed priming and high pressure tests. Customer was advised to change the entire set, reservoir, and insulin. Customer was advised that the pump was working as designed. Set will be returned for analysis. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.